Event description:
Pump declared an altitude alarm, and there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Caller resumed insulin use with the original cartridge following guidance provided by cts for preventing altitude alarms.